Manufacturer narrative:
E1- (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the coil was kinked and stretched 1.6cm proximal from the burr. When attempting to move the rotowire from the connected advancer and burr catheter, it would did not have movement through the whole system due to a severe kink on the wire which prevented movement to the related devices as there was resistance present. The advancer and burr catheter were disengaged at the handshake connection and the wire was able to be removed from the advancer and burr catheter singly but was met with resistance due to the kinks present on the wire. The devices were reconnected, and a test wire was inserted into the burr but failed due to the coil damage present. Photos of the device were provided and showed that the coil was kinked at the distal end of the sheath. Product analysis confirmed the reported events, as the coil was kinked and stretched, and the returned related rotowire had severe kinks.

Event description:
It was reported that the burr and rotawire were stuck in the lesion. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and rotowire were selected for percutaneous coronary intervention. During procedure, it was noted that the burr and the rotowire were stuck in the lesion and the burr also become stuck on the rotowire. The burr and rotawire were removed together as one unit. After removal, the rotawire, burr and advancer could not be separated, and the rotawire detached outside the patient. The patient was not sedated, and the procedure was cancelled without complications. There was no patient complication, and the patient was stable post procedure.

Manufacturer narrative:
E1- initial facility name: (B)(6).

Event description:
It was reported that the burr and rotawire were stuck in the lesion. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and rotowire were selected for percutaneous coronary intervention. During procedure, it was noted that the burr and the rotowire were stuck in the lesion and the burr also become stuck on the rotowire. The burr and rotawire were removed together as one unit. After removal, the rotawire, burr and advancer could not be separated, and the rotawire detached outside the patient. The patient was not sedated, and the procedure was cancelled without complications. There was no patient complication, and the patient was stable post procedure.